Event description:
It was reported, performed a PICC puncture where the safety device on the puncture needle had become dislodged, interfering with placement, and reused a new set of catheters. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the safety mechanism interfering with device placement is inconclusive. One photograph of a 21 ga safecan introducer needle was returned for evaluation. An initial visual observation of the photograph showed no obvious observable use residues from the returned photograph. It was observed that the safecan of the introducer needle was missing from the device. The metal portion of the safety mechanism was exposed at the proximal end of the needle shaft. The metal portion of the safety mechanism was not covering the needle bevel. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, performed a PICC puncture where the safety device on the puncture needle had become dislodged, interfering with placement, and reused a new set of catheters. No other information was provided.